Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implants too proud of the ilium. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: ifuse implant, p/n 7055-90, lot# 8078003804010, mfd. 09/17/12, expires 2015-09, UDI (B)(4), ifuse implant, p/n 7045-90, lot# 148828, mfd. 11/30/12, expires 2017-11, UDI (B)(4), ifuse implant, p/n 7040-90, lot# i0892, mfd. 02/18/14, expires 2019-02, UDI (B)(4).

Event description:
The patient had initial left side si joint arthrodesis in (B)(6) 2013. In (B)(6) 2014, the patient had a revision surgery to remove one of the implants add two additional implants due to possible non-union (MDR 3007700286-2014-00099). The patient later complained of non-si joint buttock pain. The surgeon determined that three of the implants were too proud of the ilium and were irritating the surrounding tissue. In (B)(6) 2017, the surgeon removed the three proud implants. The status of the patient following the revision surgery is not yet known.